Event description:
It was reported that the 9800 system had a low ma/kv error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, x-ray tube, snubber board, and generator driver were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.